Event description:
Caller reported a malfunction on pump with no prior notable events leading up to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset pump, successfully reset the malfunction code, and was informed to call back if any issues recurred. Customer understood the instructions and was advised that they could continue using pump.